Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the charger has been experiencing difficulty communicating with the patient's ipg. In turn, the patient has lost stimulation. It is unknown when stimulation was lost due to the patient having the stimulation on a very low setting. An sjm representative attempted to troubleshoot the issue(s) to no avail. The patient plans to undergo surgical intervention, but is in no hurry to do so at this time due to not experiencing pain.